Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock while sitting. The device data was sent to technical services (ts) for review and advice. Ts discussed there is low amplitude r-wave observed at the same size of the t-wave, resulting in oversensing and inappropriate therapy being delivered. Further troubleshooting options were provided. The s-ICD system remains in service. No additional adverse patient effects were reported.